Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform a failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system in normal mode where it passed, but the yaw and pitch axis was observed to be stiff and noisy. The unit was tested on a patient side cart (psc) fixture test platform (pftp) where it passed all tests with no related errors, but the yaw and pitch were noisy during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to stiffness and grinding. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 4 was making weird noises and was stiff. The customer continued the procedure using the system as a 3 arm configuration. The procedure was completed with no reported injury.